Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with cefazolin injection, 500mg (frequency and duration not reported), amikacin injection,125 mg (frequency and duration not reported) and heparin injection, 1000 international unit (frequency and duration not reported).the cause of the peritonitis was unknown. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.